Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. (B)(4).

Event description:
A surgeon reported upon implantation of a glaucoma filtration device, a cleft was created. He believes there is more risk associated with this device than other similar devices. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of more risk than other similar devices and cleft was created; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no mention of device system failure. Device system labeling provides clear instructions regarding steps for device implantation, which is performed by creating a cleft in which the device resides. Possible root cause is that creation of an over-sized cleft is an established risk associated with device implantation, which is clearly stated in device system labeling. The manufacturer internal reference number is: (B)(4).